Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Patient weight is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg was unable to communicate with its external devices following an unrelated procedure. It is unknown if the patient placed the ipg into surgery mode. Further intervention may be pending.